Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a faulty patient pump. The technician replaced the pump to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code on the patient side during maintenance. There was no patient involvement.

Manufacturer narrative:
The defective pump was returned to livanova deutschland for further investigation. The visual inspection revealed that the pump is dirty and the electronics on the pump is defective. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
See initial.